Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that all the drawers in mini drawer were failed. A field service engineer replaced mini controller board for main 2 and the issue was resolved. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.